Manufacturer narrative:
Batch/lot number: 619480001; model/catalog description: pump cxm. Model number/catalog number: 72400152; batch/lot number: 615535010; model/catalog description: reservoir 65ml.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to uncertain fluid loss. A new inflatable penile prosthesis was implanted. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to uncertain fluid loss. A new inflatable penile prosthesis was implanted. The event resolved.

Manufacturer narrative:
Model number/catalog number, batch/lot number 619480001, model/catalog description pump cxm. Model number/catalog number 72400152, batch/lot number 615535010, model/catalog description reservoir 65ml.

Manufacturer narrative:
Model number/catalog number, batch/lot number 619480001, model/catalog description pump cxm. Model number/catalog number 72400152, batch/lot number 615535010, model/catalog description reservoir 65ml. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was not confirmed via product analysis of the cylinder. Fluid loss was due to explant damage. The reservoir and pump performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to uncertain fluid loss. A new inflatable penile prosthesis was implanted. The event resolved.